Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump volume tone sounded different than the customer noted previously. No alerts or alarms were observed by the customer. The customer changed the pump volume setting from "medium" back to "high" and reported that the pump changed back to "a similar tone". There was no reported impact to the customer's blood glucose level.